Manufacturer narrative:
(B)(4).

Event description:
It was reported that "rupture of the memobag during a cholecystectomy." The customer further reported "it was necessary to reinsert the trocars and re-insufflation was performed to retrieve the gallblader and place it in another bag for extraction". The patient received prophylactic antibiotics to prevent infection. The procedure was prolonged. The patient's current condition is reported as "okay".